Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to an eprom or eprom monitoring fault during priming. There was no patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the reported issue could be reproduced. It will be sent to manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
UDI code has been added to the dedicated d.4 section. H.10: the involved unit was manufactured in 2017 and according to the analysis of the complaints database no further events have been reported in the past. The affected device was returned to the manufacturer site for repair. The unit was tested and the reported error code was not reproduced. The unit worked within specifications. The device was cleaned and disinfected. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the test performed on site and on the results of the investigation carried out for similar cases, the reported event could have been caused by poor contact between internal components due to oxidation/dirt accumulation which was likely resolved by reaseating/cleaning of contacts during service activity.

Event description:
See initial report.